Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up with an alert. Upon device interrogation, the right ventricular lead exhibited low pacing impedance in unipolar configuration. On (B)(6) 2016, the lead was reprogrammed to bipolar configurations. All other electrical measurements were normal and in range. The patient was stable condition and would continue to be monitored.